Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 24 mm, diameter 2.25 mm, was intended to treat a lesion in a patient. It was reported that the stent would not cross the target lesion and, on removal from the patient, the stent struts were deformed. The target lesion in the obtuse marginal was severely calcified with 90% stenosis. The lesion was pre-dilated and it was reported that 70%-80% of stenosis remained post pre-dilatation. It was confirmed that the device was inspected prior to initial use with no issues noted. It was reported that resistance was encountered during the attempted placement of the eres22524x stent at the target lesion. The device was removed and the lesion dilated again. A second attempt to cross the lesion with the stent was also a failure. The lesion was re-dilated and another endeavor resolute, length 24 mm, diameter 2.5 mm was successfully implanted. No patient injury occurred and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specifications. The sixth distal stent segment was deformed and raised. The first proximal stent segment was slightly flared. Minor crown movement was noted to some proximal stent segments. Procedural images were also received for evaluation. There were no images captured of the attempted advancement or retraction of the endeavor resolute 2.25 x 24 mm stent at the target lesion for either the initial or second attempted placement. Images captured post pre-dilations show residual stenosis/calcification present in the mid/proximal vessel. Further review of the cine images showed two guide wires in situ in the om, followed by the deployment of a stent at the target lesion.

Manufacturer narrative:
(B)(4): evaluation - (cd evaluation). Results - (stent deformation, failure to deliver stent; 70-80% stenosis remaining post pre-dilation, severe calcification). Conclusions - (70-80% stenosis remaining post pre-dilation, severe calcification). (B)(4)(stent deformed during procedure).